Manufacturer narrative:
The reported 45 degree right accu-pass suture shuttle, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the shaft broke free from the handle during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy, when it was attempting to pass the shuttle through the labrum, the metal part of the device broke and separated from the plastic handle. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.